Event description:
It was reported that during ophthalmology dacryocystorhinostomy procedure the end or tip of the bur itself that became compromised after approx. 10 minutes of drilling on the patient¿s bone, it was no longer spinning properly bur started to make an unusual noise and was no longer effectively spinning to drill through the bone. The surgeon advised that the patient had thicker bone in the area than the average person. Attempted to use a second bur (different lot number) and the same thing occurred. There was no fragments that was detached from the device. The case was able to be completed with a 3rd bur. There was no patient impact.

Manufacturer narrative:
H3: during product analysis open pouch were returned in a resealable bag. The pouch was open from 3 of 4 sides and from the chevron side was folded and taped with surgical tape. The device was in broken condition when returned. The distal end of the inner assembly/spiral wrap was broken off. There were traces of striations observed on the inner shaft near the distal end of the inner hub. The distal end of the outer tube was damaged as well upon return. There were traces of contamination observed on the diamond tip, irrigation port, and the outer tube. The device failed functional testing due to damaged condition upon return. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.